Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro silicone boot tore off of the device when it was removed from the patient to be cleaned. Nothing fell into the patient and no intervention was required. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is complete. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).